Event description:
It was reported that during device preparation resistance was noted when removing the stylet or protective sheath. During the coronary artery intervention, after multiple inflations to nominal, the nc trek balloon failed to deflate. Troubleshooting was attempted to deflate the balloon including the use of a syringe, but the balloon failed to deflate. The device was pulled to the guide catheter and the sheath cut to deflate the balloon, then the balloon and guide catheter were removed as a unit. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the protective sheath was not returned for analysis. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and failure to deflate; however, the reported difficulty removing the device and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.